Manufacturer narrative:
Ultimately, the root cause of the patient's infection was unable to be determined. Based upon the device history records, sterilization records, and interview with the sales representative the investigation concluded that the root causes of the alleged infection is not likely due to the design, manufacture, and/or sterilization of the components. The following mdrs were submitted for the first revision case: (B)(4) 3013450937-2023-00229 3013450937-2023-00243 3013450937-2023-00246 3013450937-2023-00248 3013450937-2023-00247 3013450937-2023-00244 3013450937-2023-00245 3013450937-2023-00249 3013450937-2023-00251 other mdrs submitted for the 2nd revision case: 3013450937-2023-00250 3013450937-2023-00239 other mdrs submitted for the 3rd revision case: 3013450937-2023-00252 3013450937-2023-00253.

Event description:
This patient originally received a dfr on 8/16/23 and he presented with symptoms of possible infection. The doctor decided to bring the patient back for a full washout and poly exchange. The first revision was on (B)(6) 2023 pcr 09272023-1. The second revision was on (B)(6) 2023 pcr 09282023. This was the third washout/exchange.

Manufacturer narrative:
The investigation is in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly. The following mdrs were submitted for the first revision case: pcr 09272023-1. 3013450937-2023-00229. 3013450937-2023-00243. 3013450937-2023-00246. 3013450937-2023-00248. 3013450937-2023-00247. 3013450937-2023-00244. 3013450937-2023-00245. 3013450937-2023-00249. 3013450937-2023-00251. Other mdrs submitted for the 2nd revision case: 3013450937-2023-00250. 3013450937-2023-00239. Other mdrs submitted for the 3rd revision case: 3013450937-2023-00252.